Manufacturer narrative:
Upon investigation of the device on (B)(6), 2014 a failure mode other than the one report was observed. The product was returned and the failure mode was confirmed. The pneumosure was visually inspected for damages, none were present. The warranty seal was intact. The unit was opened to check for red led's, and none were present. The pneumosure was then connected to a gas bottle and dummy lap. When the gas bottle was connected to gas the hpu was leaking. Also, the pressure was set at 15 mmhg. However overpressure was observed at 33 mmhg. A known good hpu was installed and connected to a gas bottle and dummy lap. Set pressure at 15mmhg and was able to depict the actual pressure on the display. The probable root cause could be the hpu. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the pressure was not reading correctly.